Event description:
This report addresses the issue of use error, reuse of supplies. During troubleshooting for a check supply line alarm while on a home choice (hc) device during prime. The baxter technical service representative (tsr) advised that a new bag should be used on an unused line. The home patient (hp) did not listen and disconnected the bag and hooked new bag to the used line. The tsr informed that it was possibly contaminated and all new supplies are needed. The hp stated that she understood and ended the call. The tsr had informed the hp five times that a new supplies were needed. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a report of a use error - reuse of single-use product was confirmed. The cause was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required